Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pelvic pain female') in a (B)(6) female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (caesarean delivery), arterial hypertension and diabetes mellitus. In 2014, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient was found to have uterine leiomyoma ("submucous myoma"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding ("heavy menstrual flow"), genital haemorrhage ("bleeding"), cervical cyst ("multiple cysts indicative of adenomyosis"), adenomyosis ("multiple cysts indicative of adenomyosis") and non-consummation ("she doesn't even maintain intercourse"). The patient was treated with desogestrel (nactali), desogestrel (perola), desogestrel (rubia), diclofenac diethylamine (analgesico), fluconazole (fluconazol), metronidazole benzoate (metronidazole) and miconazole (miconazol). At the time of the report, the pelvic pain had not resolved and the heavy menstrual bleeding, uterine leiomyoma, genital haemorrhage, cervical cyst, adenomyosis and non-consummation outcome was unknown. The reporter considered adenomyosis, cervical cyst, genital haemorrhage, heavy menstrual bleeding, non-consummation, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff has a statement for essure removal in a private hospital, she have been waiting for judicial decision to apply for medical device removal diagnostic results (normal ranges are provided in parenthesis if available): specialist consultation on (B)(6) 2021: gynaecologic consultation, patient with heavy menstrual bleeding during essure, she present submucous myoma, patient referred for surgical evaluation. Ultrasound scan vagina on (B)(6) 2021: uterus volume 191.27 cm3, with myoma posterior region measuring 2.6 cm, submucosal tangent to the endometrium. Presence of fan image with multiple intermingled images, suggestive of adenomyosis. Presence of multiple cystic images in the cervix, with the largest measuring 1 cm. Endometrial echo present, well delimited, regular, measuring 10 mm. X-ray of pelvis and hip on (B)(6) 2021: the presence of metallic material , essure in the pelvis well normopositioned. Lot number: 20226500. Manufacture date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.